Event description:
A customer reported that after dropping his freestyle libre 2 reader in water, it no longer worked. The customer additionally stated that the (B)(6) mobile application was "so complicated" and therefore, customer was unable to monitor blood glucose. The customer subsequently experienced a loss of consciousness and was taken to hospital. The customer reported being treated with 16 units isophane insulin twice a day, for unspecified amount of time. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.